Event description:
It was reported that the patient experienced low blood glucose with a low of 64 mg/dl after announcing a meal while already running low on the ilet bionic pancreas, shortly after a factory reset when the system was still in its learning phase; the device delivered excess insulin and customer care advised treating the low and correcting glucose before eating, after which glucose returned to range. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included a review of device data and user reports with troubleshooting and education provided. Investigation of this case revealed that insulin delivery was too high during the learning period following the reset and meal announcement while low. It was concluded that device performance and user timing contributed to the hypoglycemic event and that user education mitigated the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.